Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone13.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient that the needle did not move forward when the pod was activated. It was confirmed by the patient that the pink slide did not move forward; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, though timeouts and a drive stall were observed. The pod was received deactivated at the end of second prime. The rotational sensor data showed both a failure to transition from open to close occurring at the same time that timeouts occurred. The rotational sensor data showed the open count extended past the timeouts for the remainder of the pod run. The pod was unable to be activated and rerun. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod or contribute to the needle not deploying by the end of second prime. The exact cause of the observed drive stall could not be determined. It could not be conclusively determined if the drive stall contributed to the reported needle mechanism failure event. Though no issues with deployment were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined.